Manufacturer narrative:
Age at time of event: 60's.

Event description:
It was reported that the device stopped aspirating. A 2.4mm jetstream xc was selected for use in an atherectomy procedure in the peripheral lower extremity to treat a re-stenosed non-boston scientific stent. During the procedure, the device stopped aspirating. No error message was noted. The procedure was completed with another 2.4mm jetstream xc. No patient complications were reported.